Manufacturer narrative:
Initial reporter was not available on the date of filing. A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be replicated, and no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the pcoip was cycling again. The site verified all connections in a previous case and the issue occurred again today. There was no patient present.